Event description:
It was reported via repair work order that the brakes do not disengage due to faulty head/foot end brake return spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.